Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, discharge testing, and low-battery testing without duplicating the customer report. The battery used during the event was not returned for evaluation. The device will be recertified and returned to the customer. The device log shows the user performed a 12-lead ECG, noted st elevation, and switched to defib mode. When charging began, the display switched to pads and the ECG signal was lost due to a lead fault. The user disarms the charge, corrects the fault, and delivers the first shock after an 8-second charge. The device was charged again but disarmed manually after 6 seconds. A third is initiated where a charge error occurred two seconds later, and the device internally discharged the energy. The device was charged a fourth time 15 seconds later and successfully delivered the second shock after an 8- second charge. The charge error indicates the device battery voltage dropped below 8 vdc for two seconds. Analysis of reports of this type has not identified an increase in trend.